Event description:
It was reported that on (B)(6) 2021, that a 22 mm amplatzer septal occluder was implanted in a patients atrial septal defect (asd). About two months later, on (B)(6) 2021, the patient presented with chest pain and was hospitalized. It was discovered that the patient had a pericardial effusion and a pericardiocentesis was performed to resolve the effusion. The patient was then taken to cardiac surgery where the device was successfully explanted and the asd was patched. The physician thinks that the pericardial effusion was caused by cardiac erosion related to transcatheter atrial septal defect closure device. There is no allegation of malfunction against the device. The patient is stable.

Manufacturer narrative:
An event of chest pain, pericardial effusion, and device explant was reported. A more comprehensive assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that on (B)(6) 2021, that a 22 mm amplatzer septal occluder was implanted in a patients atrial septal defect (asd). On (B)(6) 2021, the patient presented with chest pain and was hospitalized. It was discovered that the patient had a pericardial effusion and a pericardiocentesis was performed to resolve the effusion. The patient was then taken to cardiac surgery where the device was successfully explanted and the asd was patched. The physician thinks that the pericardial effusion was caused by cardiac erosion related to transcatheter atrial septal defect closure device. There is no allegation of malfunction against the device. The patient is stable.